Manufacturer narrative:
Unable to prime pump durng prime test due to faulty force sensor system. The pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No display ramping on its own anomaly noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Pump powered up properly after battery installation. Pump was received with operating currents within spec. No unexpected failed battery test alarms noted. However, pump alarmed unexpected weak alarm due to corroded battery tube. Pump was received with cracked case at display window corners, reservoir tube lip and battery tube threads, scratched display window and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 234 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.